Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the insulin pump are not responding. It was also reported that the insulin pump keeps scrolling. Customer's blood glucose level at the time 140mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. No keypad scrolling up noted. The insulin has cracked case at display window corner and cracked reservoir tube lip.